Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. The patient had been performing continuous ambulatory peritoneal dialysis (capd) therapy prior to death. However, it was not reported if capd therapy was ongoing up until the time of death. No additional information is available.